Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter was not drawing in the sample when performing a blood glucose test. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at midday on (B)(6). The patient manages their diabetes with insulin with no adjustments. The patient did not report making any changes to their insulin based on the alleged issue. The patient reported developing a symptom of ¿shaky hands¿ approximately five minutes after the alleged issue began. The patient reported consuming food/drink at approximately 12.45pm. The patient was unable or unwilling to answer if they received any further treatment for the reported symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.